Event description:
A (B)(6) admitted with severe aortic stenosis. Underwent aortic balloon valvuloplasty on (B)(6) 2014. During aortic balloon valvuloplasty, the balloon catheter ruptured. All components of balloon were retrieved during procedure. No pt harm.